Manufacturer narrative:
A review of the service history record indicated that a 10k irrigation console was returned to conmed service center in (B)(6) for service/repair on (B)(4) 2014. Visual inspection of the returned console found the unit was received in poor condition and that the unit might have been damaged due to rough handling during the transfer to the user facility current location. The device evaluation revealed that the "run/stop" led was not working and the membrane switch panel was defective and needed to be replaced. The measured pressures were incorrect (too low) and the unit required calibration. However, calibration could not be performed due to error code 44 related to a sensor board failure. Also, the rubber knob was worn and also needed to be replaced. In this instance the damaged condition of the returned pump is consistent with extensive usage, lack of preventative maintenance and/or improper care and handling of the device during the recent transfer to the new facility location. A review of the device's history showed this device was manufactured on (B)(4) 2011, with the last service/repair date of (B)(4) 2011. Over extended use and without proper preventative maintenance, damage can occur to this device causing it not to function at its optimum. This device was exceedingly overdue for service/preventative maintenance, as the product's IFU advises the user of a twelve (12) month service interval. The product's risk document addressed the safety risk as acceptable, and no other adverse event has been received for this product. A review of the device's complaint history showed no other reports of serious injuries received related to the reported problem of "excessive swelling" resulting in a second surgery to complete the procedure. This is an isolated incident and evaluation result showed the most probable cause of this incident was user related due to lack of service, questionable care and handling of the device, and/or a decision to raise the pump pressure to flush the surgical area without properly monitoring the pump pressure to flush the surgical area without properly monitoring the pump performance. No further action is planned at this time. The product's instructions for use (IFU) warns the user: -do not allow this device to run unattended. Patient safety requires that the irrigation systems be continuously monitored during operation. -handle the pump carefully. If the pump is dropped or damaged in any way, return it immediately for service. -prior to each use, perform the required preoperative functional tests for the equipment and accessories. -do not use plug adapters or extension cords; such devices defeat the safety ground and could cause injury. The product's IFU also provides the following safety information regarding extravasation management: - extravasation can occur more rapidly when using a mechanized fluid infusion system than when using a gravity system. Carefully palpate and visually inspect the extremity and operative site frequently throughout the procedure for possible signs of extravasation. - excessive intra-articular pressure or improper inflow cannula placement may result in extravasation. - periodically examine the location of the inflow cannula to ensure that the cannula is within the joint capsule. Extravasation may occur as a result of improper cannula placement or excessive intra- articular joint pressure. - monitor fluid intake carefully in cases of known joint trauma with possible capsular defects to avoid excessive effusion. - avoid abrupt changes in joint position which may result in high intra-articular pressure spikes.

Event description:
On (B)(6) 2014, the conmed international affiliate (B)(6) was contacted by the (B)(6), stating that a vigilance report was allegedly received from the patient regarding an incident associated with a 10k pump that occurred on (B)(6) 2014. The report indicated that during use of the 10k irrigation console in a shoulder arthroscopy procedure on (B)(6) 2014 and after completing cancellous bone resection, the pump pressure was raised to flush the surgical area. A couple of minutes after raising the pump pressure, the joint space started to close and severe swelling was noted in the extra-articular areas of the patient's shoulder. The surgeon decided to stop the procedure and reschedule the shoulder arthroscopy, which was reportedly performed and completed successfully. The report further indicated that the (B)(6), male patient was informed about the situation and subsequently an incident report was filed by the patient to the (B)(6) in this instance, conmed did not receive any report or indication of a patient injury, surgical delay and/or secondary surgery from the user facility when the 10k irrigation console was sent in for service/repair on (B)(6) 2014. Conmed was made aware of this incident via e-mail communication from the (B)(6), requesting that a vigilance report be submitted by the manufacture on (B)(6)2014. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.